Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a loud vibrating noise was heard coming from the pump head of an xlung kit after a patient was put on venoarterial extracorporeal membrane oxygenation (ECMO) support. The noise was noticed on day 1 of support. It reportedly sounded like the pump drive was ramping up for several minutes and then would return to normal sound for hours before happening again. Additional details were provided upon follow up with the ECMO coordinator/ registered nurse (rn). There were no reported alarms that occurred during the treatment. Despite the noise, it was confirmed there were no changes in the pressures, the flow, or the power consumption. As a result, they elected to continue using the circuit until the patient was ready to be decannulated. The patient¿s ECMO treatment was successfully completed using the kit. After draining the kit, a small clot build up was noted in the pump head. The ECMO coordinator said the clot was wrapped around the impeller. Blood loss volume was not provided, but it was confirmed that the patient's blood was not returned. The ECMO coordinator said they don't return blood at the conclusion of ECMO therapy. Additionally, it was unknown how much blood loss the clot accounted for. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. At the time of follow-up, it was reported that the patient had been discharged and was doing well. The xlung kit was confirmed to be available to be sent back for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: a sample was returned for physical evaluation from the reported lot number. The sample was received without its original packaging. The kit was returned with blood noted throughout. No damage or irregularities were found on the returned sample. Additionally, no blood clots were found within the pump head. A review of the device history record (DHR) was performed by the manufacturer. No deviations concerning the failure pattern at hand could be found in the manufacturing documentation. There were four quality events identified for this lot number, but none of them were related to the reported failure. The described situation is adequately address in the instructions for use (IFU) and/or on the label. The IFU advises changing the xlung kit circuit when a pump head thrombosis is observed. Failure to change the circuit when there is a pump head thrombosis may result in: increased free hemoglobin or other signs of hemolysis, pump head noise, or increased serum lactate dehydrogenase (ldh) levels. Upon completion of the evaluation, the cause for the reported event could not be traced to the device and could not be confirmed.

Event description:
A user facility reported that a loud vibrating noise was heard coming from the pump head of an xlung kit after a patient was put on venoarterial extracorporeal membrane oxygenation (ECMO) support. The noise was noticed on day 1 of support. It reportedly sounded like the pump drive was ramping up for several minutes and then would return to normal sound for hours before happening again. Additional details were provided upon follow up with the ECMO coordinator/ registered nurse (rn). There were no reported alarms that occurred during the treatment. Despite the noise, it was confirmed there were no changes in the pressures, the flow, or the power consumption. As a result, they elected to continue using the circuit until the patient was ready to be decannulated. The patient¿s ECMO treatment was successfully completed using the kit. After draining the kit, a small clot build up was noted in the pump head. The ECMO coordinator said the clot was wrapped around the impeller. Blood loss volume was not provided, but it was confirmed that the patient's blood was not returned. The ECMO coordinator said they don't return blood at the conclusion of ECMO therapy. Additionally, it was unknown how much blood loss the clot accounted for. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. At the time of follow-up, it was reported that the patient had been discharged and was doing well. The xlung kit was confirmed to be available to be sent back for evaluation.